Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended. However, no systemic issue or product deficiency was identified.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, an instrument log review, a search for similar complaints, a batch record review and a review of labeling. Return material was not available from the customer. An accuracy testing protocol was executed; testing met the acceptance criteria and determined the reagent is performing acceptably. A review of the history logs noted that there were a number of 3350 and 3366 aspiration errors which could indicate potential sample preparation issues. Tracking and trending did not identify an adverse trend for the lot in question. No issues were identified which would indicate a product deficiency from the batch record review. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect total b-hcg reagent, list 07k78, lot 65311ui00, was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect b-hcg results. The customer provided the following data: (B)(6) 2016: sid (B)(6): initial 26.24 miu/ml (positive); (B)(6) 2016: retested with a new specimen (same patient) sid (B)(6): initial 12069.77 miu/ml (positive). The specimen was retested at another laboratory generating a negative result. There was no adverse impact to patient management reported.